Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received allegation of burnt spots and getting dry. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination to the sound abatement foam and rotary control knob is missing. The manufacturer also confirmed thermal failure of pca. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In this report, box g and h has been updated/corrected.